Manufacturer narrative:
An event of early structural valve deterioration (svd), shortness of breath and left heart failure after 5 years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of early structural valve deterioration (svd), shortness of breath and left heart heart failure after 5 years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt final package - wr was implanted in a patient. On (B)(6) 2023, it was reported that the patient was hospitalized due to early structural valve deterioration(svd) and left heart failure noted on transesophageal echocardiography (tee) images. The patient is awaiting a valve in valve procedure but a date of the surgery has not been scheduled. Patient status is stable.